Event description:
A malfunction alarm with code malf 12 was reported, and it persisted even after an attempted reset. There was no information on whether the customer's blood glucose level exceeded 500 mg/dl. Technical support provided instructions for resetting the pump, assisted with the process, and decided to replace the pump. To ensure uninterrupted insulin delivery, the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was also instructed to return the faulty pump to tandem using a pre-paid label within ten days.